Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via facebook that the customer get frustrated with bolus not delivered alerts and customer had to punch many buttons of insulin pump to get it to deliver. Customer's blood glucose value was unknown. The device will not be returned for analysis.